Event description:
It was reported that the patient (pt) was in a "world of hurt" because their shakes were really bad. The patient noticed that their shakes got bad as they were trying to eat last night. The patient stated, "it takes a little more stimulation for my unit to keep going. I get to a point where it just shuts off." Agent asked the patient if therapy was turned on and they said yes, but the ins charge level was only at 75%. Agent had the patient check the ins using their 37642 patient programmer, which indicated therapy was off and the ins was 75% charged. The patient turned therapy back on and said the shakes were much better. The patient asked what could cause the therapy to turn off on its own. The patient said they have been diligent about keeping the ins charged. The patient had not been around any sources of emi that they were aware of.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.